Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: the luer lock tips on two different 3ml syringes were found broken in their containers. This was found by nurse prior to use on the patient.